Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Customer satisfied with the product. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value.. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 8/22/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer advised she feels better and is no longer experiencing symptoms. She did however seek medical attention on (B)(6) 2017. Customer went to the ER where she was diagnosed with hyperglycemia. Her blood glucose reading at the hospital was 950mg/dl. She was treated with IV fluids and insulin and was released the same day.

Event description:
Consumer reported complaint for e-5 blood glucose results accompanied by symptoms. The expected fasting blood glucose test result range is 250 to 300mg/dl. The customer did report symptoms of fatigue, excess urination, thirst and blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 02/23/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Customer is feeling like her sugar is very high, she had a panic attack from being in the heat and states that may raise her sugar, also that she is on her menstrual cycle and being on her cycle may raise her sugar up an extra 100mg/dl resulting in an average of 250-300mg/dl. Instructed customer to seek medical attention asap. Customer states she will call for help. Informed customer I will call her in 30 min. On 8/21/2017 a follow up call back was made: unable to reach customer- left voicemail.